Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was stuck on the opening. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failure occurred because the hard stop bracket had fallen out. The field service engineer remounted the hard stop bracket and ensured it was secured properly. The system functioned as intended after the field service engineer repaired the device.